Manufacturer narrative:
Product analysis : analysis noted that the radiofrequency (rf) head cable was cut/damaged. The damaged cable was causing the associated programmer to shut down. The rf head cable was replaced. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.